Event description:
The customer contact reported unrestricted flow. On an unspecified date and time, the device was programmed to deliver nipride 50mg/250ml, at a rate of 5ml/hr, and the delivery was started. No further programming parameters were provided. On (B) (6) 2009 at an unspecified time, the delivery was stopped and the cassette door was opened to remove the tubing set from the device. It was reported the tubing set was still connected to the pt's IV site. At this time, unrestricted flow was noted and the pt's blood pressure decreased to an unspecified level. The tubing set was clamped and the nurse reported the blood pressure returned to normal. No specific blood pressure values were provided. No medical interventions required. The device was removed from clinical use. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial #; therefore, it will not be returned for investigation. (B) (4). (B) (4).